Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor assembly. The blower motor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor assembly failing was found to be consistent with contamination causing the bearings to seize.

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not run. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The blower motor assembly was replaced to address the issue.